Event description:
It was reported that the patient presented in-clinic after receiving inappropriate shock while vacuuming. The patient was asymptomatic. Additional medication was prescribed to patient; no further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.